Manufacturer narrative:
The reported events were helix mechanism issue, unable to implant and operation issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism and distal region found that the helix and inner coil were offset consistent with procedural damage. X-ray examination of the connector region did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and offset helix which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead was unable to implant and exhibited helix retraction failure. The rv lead was not used and replaced. The patient was in stable condition.